Manufacturer narrative:
The customer¿s report of a filter extension set leaking was confirmed. Visual inspection of set noted no damage or any anomalies. Functional testing confirmed leaking from the of the filter outlet where the tubing and filter meet. The tubing was measured to be within measurement specification. The root cause of the customer¿s report of leaking from the filter was due to insufficient solvent at the engagement between the filter outlet and tubing.

Event description:
The customer reported a leak from the filter extension set during a lipid infusion in the nicu. The leak appeared to be caused by a clogged filter. Although requested the customer did not indicate patient harm..

Manufacturer narrative:
(B)(6). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a clogged lipid filter extension set, when the rn was checking the patient lines a leak/moisture was noted from the extension set .there was no report of patient harm. The event occurred in the (B)(6).